Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2011. Based on the programming history, the generator was not disabled after the high impedance was observed. The likelihood of obtaining additional information for this event from the physician is small given the length of time since the event occurred. As high impedance is a well-known and previously investigated event and the occurrence rate is within acceptable limits, this event will not be individually investigated. Causes for high lead impedance results are well understood and are typically the result of lead fracture(s) or an inadequate connection between the lead pin(s) and generator. Other possible but less common causes for high impedance include detachment of the electrode(s) from the vagus nerve or fibrosis in between the electrode(s) and vagus nerve.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.